Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, right ventricular (rv) lead noise resulting in several episodes of rv oversensing was noted. Isometrics were performed, and noise was noted with left arm movement. Programming changes were made. The patient was stable and will be monitored.